Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d26010 and h13g26088 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with unknown antibiotics. The cause of the peritonitis was unknown. The patient was discharged from the hospital after five days and has recovered from the peritonitis. It was not reported if pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 for this event.